Manufacturer narrative:
Additional information as of 17-jan-2020: h6: updated FDA's method, result, and conclusion codes. Complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by packaging and no abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Manufacturer narrative:
Pending packaging investigation.

Event description:
Consumer reported complaint for missing lancing device in package. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The meter memory was not reviewed for previous test result history.